Manufacturer narrative:
(B)(4)

Event description:
A healthcare professional (hcp) called to request guidelines for MRI. There was a reported the patients implantable neurostimulator (ins) does not work. The hcp was not sure if the patient meant end of service or if ins was not helpingwith symptoms. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.